Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected amon results were obtained from a quality control fluid when using a vitros 5600 integrated system. The most likely assignable cause is instrument related. Following maintenance actions by an ocd field engineer, acceptable vitros amon precision testing was observed on system (B)(4). The investigation is ongoing and comparable performance is expected from system (B)(4). There was no evidence that a vitros amon reagent issue contributed to the event.

Event description:
A customer reported non-reproducible, lower than expected amon results obtained on a quality control fluid processed using two vitros 5600 integrated systems. Vitros 5600 integrated system, (B)(4), amon result = 129.9, 136.5, 135.0, and 112.4 vs. Expected 185.0 umol/l vitros 5600 integrated system, (B)(4), amon result = 116.3 vs. Expected 185.0 umol/l biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer made no allegation that amon patient results were affected. There was no allegation of patient harm. This report is number 2 of 2 MDR's for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4)